Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient believed she experienced issues with her vagus nerve that caused stomach pain, pain in her neck that radiates down to the chest, migraines, and black out spells. The company representative indicated that the patient's generator system diagnostics were within normal limits. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Incoming communication indicated that the patient complained of nausea, vomiting and chest pain. The physician assessed that the patient's nausea, vomiting, chest pain, stomach pain, neck pain (that radiated down to chest), migraines, and blackout spells were not related to the vns. The physician indicated that the patient's generator output currents were disabled to determine whether the adverse events were caused by a placebo-type effect. No further relevant information has been received to date.